Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an alert 32 indicating a motor processor communication error occurred on an ilet pump, the alert was verified in device history, and a restart was performed per instructions; the alert recurred and the ilet was replaced, with education provided regarding backup therapy, device shutdown, data not transferring to the replacement, and continued cgm use. Symptoms included no reported changes to blood glucose levels. Outcomes included no reported injury, no medical intervention beyond device replacement, and uninterrupted glycemic status. Investigation included review of the device alarm history and guided troubleshooting to restart the device and verify adequate charge. Investigation of the returned device revealed a persistent delivery motor communication failure consistent with a pump malfunction, for which replacement was executed. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to motor communication that could not be resolved through restart.